Event description:
Customer reported a malfunction alarm. There was no information regarding an adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump and mdi for insulin therapy until the replacement arrives.